Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (19 mg/dl at its lowest, 32 mg/dl). Juice was consumed to address the low bg. The customer did not know the cause of the low bg and was currently discussing the low bg with a healthcare provider. The customer reverted to using insulin injections for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the earliest pump logs obtained was (B)(6) 2016. Low blood glucose (bg) levels were not confirmed on (B)(6) 2017 or (B)(6) 2017, but low bg levels were confirmed between (B)(6) 2016 and (B)(6) 2017. User occasionally made bolus requests without entering current bg levels and still having insulin on board (iob). Basal rate was adjusted down throughout the months. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Higher basal rate in the past may have caused bg levels to run low. There was no evidence of device malfunction.